Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is return to mmd.

Event description:
The initial reporter stated that the pump was not alarming. They did not provide more specific information or say what alarm had failed. Mmd did follow up with the initial reporter, who did not report any adverse effects due to the complaint, but stated they had no other information to provide. (B)(4).